Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in USA. It was reported that the hls set loss flow and that the delta pressure went up. The customer confirmed that the patient died of non-cardiac issues. The affected product will not be returned by the customer. New information received on (B)(6) 2025 that the hls set was not replaced during treatment since it was not a cardiac issue per echo. Further customer informed ssu that clots were observed in the product. As any pressure reading issue, can lead to a pump stop if the intervention is set by the user, therefore a report is required. Complaint ID (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA. It was reported that the hls set loss flow and that the delta pressure went up. The patient died of non-cardiac issues. The affected product will not be returned from customer side. New information received on 2025-07-23 that the hls set was not replaced during treatment since it was not a cardiac issue. As any pressure reading issue, can lead to a pump stop if the intervention is set by the user, therefore a report is required. The customer informed the getinge service and sales unit that the patient died of non-cardiac issues and will therefore not return the affected product. However, a medical review was performed by getinge medical affairs on 2025-09-16 with following conclusion:"the incident involved the use of an hls set advanced 7.0 in combination with a cardiohelp system during ECMO support for a 67-year-old patient with refractory ventricular fibrillation/ventricular tachycardia. On the first day of support, the customer reported a loss of flow and an increase in delta p within the hls set. Anticoagulation with heparin was withheld due to elevated coagulation values, specifically inr 45, ptt 67 seconds, and pt 48. No signs of hemolysis or fibrin deposition were observed prior to the event. As mentioned previously, d-dimers also were not performed. Information regarding blood flow values, delta p values prior to the incident, and any alarms on the ECMO device were not disclosed. The patient ultimately expired, with the cause of death described by the customer as ¿non-cardiac issues¿. In this case, the reported laboratory profile included inr 45, ptt 67 seconds, and pt 48, with anticoagulation withheld at the time of the event. According to the 2021 elso adult and pediatric anticoagulation guidelines, unfractionated heparin (ufh) is the most widely used anticoagulant in ECMO, although its pharmacokinetics are variable and influenced by binding to plasma proteins, endothelial cells, and macrophages. This variability can result in differences in patient dose response. Furthermore, the elso guidelines highlight that plasma-based assays such as aptt provide only a partial view of coagulation, as they measure the anticoagulant effect in vitro but do not account for platelet function, clot strength, or the interaction of blood with the extracorporeal circuit. For this reason, elso recommends interpreting plasma-based results within the broader clinical picture and, when available, complementing them with whole blood tests such as viscoelastic assays to provide additional insights into hemostasis. Published literature has described that elevated ptt levels, particularly above 60 - 70 seconds, are associated with an increased risk of bleeding complications during ECMO, while low-dose or reduced-intensity anticoagulation strategies have in some settings been associated with a reduction in bleeding without a significant increase in thrombotic complications. These findings underscore the complexity of balancing bleeding and thrombosis risks during ECMO support. The recommendations align with the elso guidelines, which emphasize that plasma-based assays such as aptt provide only a partial view of coagulation and should therefore be interpreted within the broader clinical picture, ideally complemented by whole blood tests such as viscoelastic assays when available. In the present case, the ptt of 67 seconds falls within the therapeutic range recommended by elso (60 - 85 seconds for ufh). However, due to the inherent limitations of plasma-based tests and the absence of additional coagulation assessments, the in vivo coagulation status cannot be fully characterized. For this reason, it is not possible to establish a definitive link between the reported laboratory findings and observed changes in circuit parameters, with the clinical outcome. No definitive root cause of the event can be established from the available information. Possible contributing factors may include the abnormal coagulation profile and/or the absence of anticoagulation, which could have influenced circuit conditions. A device malfunction cannot be either confirmed or excluded due to the lack of further investigation of the affected reported hls set as it was discarded by the customer. Similarly, no use error was reported, and none could be determined with respect to a possible contribution to the event. Regarding the patient outcome, the customer stated that the expiration was considered unrelated to cardiac or extracorporeal support complications, and, therefore, a direct causal association between the reported product behavior and the expiration of the patient cannot be established. Nevertheless, the patient¿s comorbidity of hypertension and the coagulation status may have contributed to the critical clinical condition (albeit the extent of comorbid contribution cannot be determined). The reported hazardous situation was described as loss of blood flow with elevated delta p. A possible root cause underlying the cited event may have been thrombus generation in the membrane and/or pump rotor which influenced the amount of blood flow that could be created (and transferred) by the hls set advanced. That said, depending on thrombus location and extent, circulatory support may be compromised (i.e., seen as blood flow reduction and elevated delta p). That said, an elevated delta p may fit the presence of extensive thrombus formation in the membrane rather than in the pump rotor. However, it remains unclear whether the proposed root cause was a fundamental driver in the present case barring a thorough investigation of the product. Further, the customer stated (in the returned questionnaire) that no fibrin and/or thrombus were visible in the product; therefore, the proposed root cause remains challenging to establish. In summary, the hls set advanced experienced a significant change extracorporeal circuit parameters during ECMO support, but the data provided do not allow for a clear determination of root cause(s), confirmation of a device malfunction, or an association with the patient¿s expiration." According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. No device history review was performed, as the affected lot number of the set/module were not given. The review of scrap, rework, enhancements and design changes were not reviewed as the lot and article number of the product were not given. In addition, a review for potential field actions and capas related to the failures and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failures. Based on the results the reported failure "low flow and pressure issues" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.